Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the p-wave and t-wave causing double and triple detection resulting in an inappropriate shock. Troubleshooting was performed but low amplitude was observed in all sensing vectors. Boston scientific technical services (ts) recommends a system revision. The device is currently deactivated but remains implanted pending explant. Besides inappropriate therapy, there were no adverse patient effects reported.

Manufacturer narrative:
The device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the p-wave and t-wave causing double and triple detection resulting in an inappropriate shock. Troubleshooting was performed but low amplitude was observed in all sensing vectors. Boston scientific technical services (ts) recommends a system revision. The device was explanted. Besides inappropriate therapy, there were no adverse patient effects reported.